Manufacturer narrative:
One opened/used infusion set was inspected and performed manual prime test using a new lab reservoir along with an insulin pump and the infusion set failed per specifications. It was found occluded at tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime and he experienced high blood glucose, which he treated with manual injection. Customer's blood glucose level started at 500 mg/dl, then went down to 406 mg/dl and by the end of the call it was 404 mg/dl. During troubleshooting; the customer disconnected the tubing and reservoir and stated the rubber septum was normal and no damage at p-cap was noted. Customer stated insulin did not exit during prime. The customer changed the infusion set and connected to current reservoir and insulin did exit the tubing. The infusion set was replaced and returned for analysis.